Event description:
It was reported that the patient passed out due to possible lack of pacing and experienced a fall. It was noted that the right ventricular (rv) lead exhibited oversensing of noise. The pocket was reopened and the lead was tested. It was determined that there was a loose setscrew, and the lead was reconnected to the device with good parameters. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited additional oversensing of noise, as well as high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.